Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a headache, weak, feeling hot, got stomachache and unable to stand properly. She called 911 and upon emergency medical services (ems) arrival, her blood glucose (bg) was measured via fingerstick at 590 mg/dl. The patient said the sensor was giving her inaccurate readings (did not provide the exact value), her continuous glucose monitor (cgm) had showed a ¿sensor failed, replace sensor now¿ message (please see related complaint). She was administered IV fluids and transported to the hospital. While at the hospital, she received IV insulin and remained admitted for less than 12 hours. Upon discharge, her bg was 220 mg/dl and feeling weak and tired. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.